Event description:
The surgeon attempted to tie down the perclose sutures but the right side failed to seal. On the left side one suture went down and the other suture pulled out. The surgeon performed bilateral femoral artery cutdowns and proximal distal control was obtained on the common femoral profunda femoris and superficial femoral arteries and the arteriotomy was closed with multiple interrupted 5-0 prolene sutures.